Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported event. The power was cycled to clear the alarm and the patient started therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.